Manufacturer narrative:
The device was returned and evaluated. Microscopic examination found the lens cut in 2 pieces across the optic. A device history record (DHR) review did not find any non-conformities or anomalies related to this event. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, the root cause of this event could not be determined.

Event description:
It was reported that during the implantation of an intraocular lens (iol) into the right eye, the capsular bag collapsed when the lens was placed into the eye. The iol was removed, and a backup lens of a different model was successfully implanted. The patient outcome is good.